Manufacturer narrative:
The underside of the preza 862 has a rectangular area cut out for the programming boot. This area has rubbed a sore spot. The user has a known history/weakness in this area with other hearing aids. We report this event as a hcp has been involved and medicine has been prescribed. There's stated no sign of scarring, so no permanent damage and this event is considered unlike to become a serious injury, should it recur. This is a final MDR report.

Event description:
As reported: programming port rubbed sore spot on back of ear. Unsure when it occurred. Hearing device was new in (B)(6) 2020 and is reporting issue now. The underside of the preza 62 device has the rectangular cut-out area for the programming boot. This woman has very thin skin and it has rubbed a sore spot on the back of her ear and she was seen by a physician for antibiotics. The store member reports that this has happened to this member in the past with other brands of hearing aids. Hcp is asking if there is a special work request were we could cover up the rectangular opening to make the back of the aid smooth. Member likes the sound quality of this aid. Member does not want the preza rechargable which is smooth. I told her I will need to check on options for modifying the case. I talked to (B)(6) her isr about options also. Complaint created interpretation: the underside of the preza 862 has a rectangular area cut out for the programming boot. This area has rubbed a sore spot. The user has a known history/weakness in this area with other hearing aids. We report this event as a hcp has been involved and medicine has been prescribed. There's stated no sign of scarring, so no permanent damage and this event is considered unlike to become a serious injury, should it recur. This is a final MDR report.